Event description:
While using the device, broken glass from some tubes were spun out of a small opening in the centrifuge lid. Some of the debris hit an operator in the facial area. The operator has incurred some unspecified medical expenses.